Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on 22-jun-2024 occlusion alarm occurred likely at tubing and the blood glucose level is high and the patient addressing the high blood glucose due to correction injection via mdi. No further information available.